Event description:
Newly opened ambu bay employed to intubated spontaneously breathing pt. Delivered o2 so sats adequate but did not recall properly. User was dr (B) (6) advised purchasing of this event for tracking purposes.